Manufacturer narrative:
(B)(4).

Event description:
It was reported that during a lead extraction procedure the rv lead had broken at the svc coil and the distal portion remains in the patient. No further information.

Event description:
New information received notes that the patient was stable post-procedure.